Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient's wife reported the patient's experiencing pain due to a suspected wire eroding out of his skin. The patient will follow-up with the sjm representative regarding the next course of action to address the issue.